Event description:
It was reported on (B)(6) 2017 from a post on social media that the patient had more frequent seizures but thinks that vns is worth it since she is not in the hospital for months at a time and her quality of life is better. No additional relevant information has been received to date.